Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation loss of connection could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test failed. Share log review showed no data available. The complaint could not be determined because the transmitter has no voltage. The reported event of loss of connection was undetermined. The root cause cannot be determined.